Manufacturer narrative:
(B)(4):a visual and functional examination of the complaint device could not be performed as the device was retained and not returned for analysis. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Labeling review was performed and no anomalies were found.based on the available information, it is possible that due to anatomical or procedural factors encountered during the procedure, performance and/or integrity of the device was limited and may have contributed to the failure. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure performed on (B)(6), 2014. According to the complainant, the device was checked before use, primed with niopam and there were no visual defects noted. During the procedure, the patient¿s tissue was noted to be normal. After several cuts were made to the papilla(entrance to the common bile duct) using the rx needle knife device, the needle knife snapped off within the patient. There were no adverse events when the needle snapped off. An attempt to retrieve the needle knife was made, however, the detached needle was not retrieved and the procedure was not completed because the patient began to wake up. Reportedly, an s-cord and a non bsc generator were used during this procedure. Generator settings were set to: cut120, effect 2. Coag 80. The ercp was rescheduled two days later in order to retrieve the detached needle and complete the previous ercp. The patient was placed under general anesthesia to retrieve the needle, however the needle was not retrieved because an x ray of the patient¿s pelvis revealed that the needle traveled to the common bile duct. The patient was discharged from the hospital on (B)(6) 2014.